Event description:
A balloon ruptured on the first inflation at six atmospheres during an arteriovenous hemodialysis fistula graft dilatation of a venous lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering evaluation revealed a 2cm longitudinal tear from the distal ro marker to the proximal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. Co believes the above factors contributed to this event and do not attribute it to the device. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediatedly discontinue the procedure. Deflate the balloon. Do no reinflate and remove carefully."